Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006683, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006683 was manufactured according to the work instruction (wi) version 27 and manufactured in the line inset 30 on 17/apr/2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced four events of infusion set cannula in which cannula came out completely through the plastic part on (B)(6) 2025. The event occurred within three hours of insertion. The insertion sites were thigh and upper back areas. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.